Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that the keys on the top row of the pump keypad are not working correctly. The customer stated that when the ok key is selected, the 2nd or 3rd soft key selection is entered. There was no patient injury.